Event description:
The customer was having an issue with the latron* volume on the coulter lh 500 hematology analyzer, which was verified by beckman coulter field service enginer (fse) on (B)(6) 2013. However, the customer called again on (B)(6) 2013 and reported that the latron volume was still out of range. There is no indication that erroneous results were associated with the reported event. No death or injury is attributed to this event and there was no change to patient treatment. *the latron verifies the volume (dc), conductivity (rf) and light scatter (ls) in the vcs technology used in generating retic and differential results.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse indicated that the customer was able to adjust the volume on latron. The fse replaced a radio frequency (rf) box and cleaned the unit. Following the rf box replacement, the latron and the subsequent tests were within specifications. Service activity performed was verified to meet the specified requirements per established procedures. Results meet published performance specifications. System validation was documented in customer quality (qc) records. Failure mode was related to the radio frequency (rf) box. (B)(4). Total of 3 mdrs are being submitted for the events occurred on this instrument: 1061932-2013-00995, 1061932-2013-00996, 1061932-2013-00997.